Event description:
The customer notified siemens on 08/08/2013 to report that on (B)(6) 2013 syngo.via (svia) created more than one subtraction and sent the series to the picture archiving and communication system (pacs), which occurred during use of the CT neurodsa work flow. Reportedly, physicians reviewing the results could potentially diagnose incorrectly. There is no report of mistreatment or injury to a pt. This reported issue has occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. This MDR is being mailed on 09/06/2013. Customer address: (B)(6).